Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation, pericardial effusion, surgical intervention, and a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman laa closure device with delivery system (wds), a watchman fxd curve access system (was), and versacross connect. The transseptal was difficulty to gain, due to a difficult to image the devices, since there was a possible double septum or very prominent estuation valve. Therefore, the tent wasn't clearly identified prior to buzzing across, and a subsequent buzz was needed to visualize wire and sheath in left atrium (la). Also, there were multiple attempts required to track up/drop down into position on septum before tsp was performed, and it was difficulty to positioning the sheath/dilator for the tsp (it was mid/anterior). Following the transeptal puncture (tsp) using the versacross connect, the device was advanced into the laa. A small pericardial effusion (pe) was identified using contrast injection and a second contrast image revealed the pe had grown slightly. The wds was advanced and the patient experienced different arrythmias and hypotension and lost hemodynamic stability. The pulse of the patient was no longer detectable and the closure device was deployed. Cardiopulmonary resuscitation (CPR) was initiated. The pe had grown in size and a pericardial tap was performed. The closure device did not meet release criteria and was released in a sub optimal position by the operator or due to the CPR. Return of spontaneous circulation occurred and the pulse of the patient resumed. A 340ml of fluid was drained via the pericardial tap prior to the patient undergoing open heart surgery. During exploratory surgery a perforation on the posterior aspect of the laa was identified. The device was removed from the patient and a thrombus was observed in the laa distal to the closure device. The patient stabilized with intravenous medication and surgery was concluded with the closure device in a stable position. The patient was removed from medical support and passed away from possible acidotic shock within one day post index procedure. The device is not expected to be returned for analysis as it was disposed.